Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in primary needle area of the coulter lh 780 hematology analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak under the blood sampling valve (bsv) caused by a clot in the bsv. The fse removed the clot and verified the instruments operation.